Manufacturer narrative:
Additional information was received that there was no patient involvement. H6 health effects updated. One device was returned for evaluation. Visual inspection revealed the right plunger cracked. Event history logs were reviewed and there was nothing in the alarm history pertaining to the customer stated problem. The pump passed all functional and delivery tests. The root cause was unknown. The pump software was updated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed the pharmguard server deployment for software. There was unknown patient involvement.